Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the monitor's electrode belt interface connector was damaged, preventing secure attachment of an electrode belt. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting an (B)(6) male pt to report that the pt is receiving service code 204. The psr was unable to troubleshoot the problem. The pt was issued a replacement monitor and electrode belt.